Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer informed the technical support engineer (tse) that image orientation was reversed. The instrument moved in the opposite direction. The issue was because of a flipped endoscope, which had been rotated with guided tool change. The tse advised the customer to reset the guide tool change to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the 30-degree endoscope was not inspected prior to use. There was no abnormality of the endoscope. The endoscope moved with unintuitive motion during procedure. The issue was resolved by reseating the endoscope. There was no patient injury due to the endoscope issue. The endoscope will not be returned.

Manufacturer narrative:
The reported issue was addressed with phone support. The technical support engineer (tse) was contacted to troubleshoot non-intuitive motion of the 30-degree endoscope and incorrect image orientation. The issue was resolved by reseating the guide tool change after the procedure. No site visit was conducted. The system was working properly and no additional action was required.